Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the air vent of a paclitaxel set. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a longitudinal fissure approximately 0.5 cm in length was identified on the blue air vent. The device was gravity leak tested and underwater leak tested. During leak testing, it was noted that the device was leaking through the fissure. The reported condition was verified. The cause of the reported condition was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.